Manufacturer narrative:
On the date of the initial event, the patient stated they ¿feels fine¿. It was reported the initial drain amount = 27, final volume = 2000, last fill volume = 1500 and the total drain volume = 10941. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The at-home guide also provides instructions on how to bypass ldv alarm in initial drain and warns the user to not change the settings for the therapy unless directed by the nephrologist or nurse as incorrect settings can lead serious injury or death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a use error which resulted in difficulty breathing. The patient was not connected to the homechoice device during the event. The patient reported they felt full in the first cycle of therapy and experienced difficulty breathing; therefore, they sat up in a chair. The patient stated they did not realize they had not drained during the initial drain cycle hence the cause of why they felt full. It was not reported if the patient was hospitalized for the event or received any treatment. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on proper usage of the device. No additional information is available.

Manufacturer narrative:
Correction to remove statement: the serial number is unknown, the serial number was reported in the initial MDR. Should additional relevant information become available, a supplemental report will be submitted.